Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was rising; he took a shower and put the insulin pump on the edge and when coming out of the shower, he noticed that the buttons were not responding. Customer stated the device was not exposed to water. Blood glucose value was 350 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.